Event description:
Complainant alleged that during a medical procedure being performed on a patient (age and gender unknown), the device did not discharge when the discharge button was depressed. The doctor was able to obtain another device to successfully defibrillate the patient. There was no reported adverse effect on the patient as a result of the reported malfunction.